Manufacturer narrative:
(B)(4). Batch # m5377j. Conclusion: the analysis found that one ec45a device was returned with the handle shrouds slightly separated and with an ecr45b cartridge loaded on the device. The cartridge was received unfired and in good visual conditions. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached as to what may have caused the handle shrouds to separate. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It ws reported that during a laparoscopic procedure, the device locked. It was not known how the case was completed. There were no patient consequences reported. No additional information was available.